Manufacturer narrative:
No evaluation has been performed as the initial reported issue was resolved via troubleshooting.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the patient tracker would intermittent track in the application software. It was reported that the site attempted to reduce metal interference in the operating room (or) to restore functionality and that the surgeon "squeezed" the emitter and functionality was restored after both steps. Medtronic technical services (ts) recommended optimal techniques for limiting metal interference. There was a reported delay to the procedure of fifteen due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.